Manufacturer narrative:
Patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 and was treated with pump bolus. No further information available.